Manufacturer narrative:
Correction was performed on healthcare professional involvement (field e). Corrected to physician.

Event description:
New information received notes the physician reported the patient's right ventricular (rv) lead exhibited high pacing impedance, over-sensing of noises including episodes of noise reversions. The clinic will continue to monitor the patient. The patient was reported to be in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. No intervention performed was reported. No patient consequences were reported.